Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The subject device has not been received for evaluation at this time; therefore, the reported event was not confirmed. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. There has been no allegation of a product malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this bioprosthetic aortic valve was explanted after an implant duration of 13 years and 5 months due to degeneration leading to aortic regurgitation. The patient was (B)(6) years old when the valve was implanted. The patient was noted as to be doing well after redo-avr and was discharged.

Manufacturer narrative:
Evaluation summary: customer report of regurgitation was visually confirmed due to leaflet tear. X-ray demonstrated minimal calcification on leaflet 2 and wireform intact. The leaflets were observed to be thickened and swollen near the commissures. The majority of all three leaflets were also observed to be discolored and appeared dark in color. Leaflet 1 had a 5mm tear near commissure 1. Leaflet 3 had a 2mm tear near commissure 1. Thickened tissue was observed at both tear regions. Two non-transmural tissue damages, which measured 1mm(a) and 1.5mm(b), were beveled at the outflow aspect of leaflet 1 and had typical characteristics of suture tail abrasion. One suture which remained attached near leaflet 1 came in contact with one of the tissue damages(b). Approximately 60% of the sewing ring was cut and exposed the wireform near leaflets 1 and 2 at the inflow aspect. The wireform was also exposed on commissure 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm at the outflow aspect and 1mm at the inflow aspect of leaflet 1. Host tissue on the stent circumference was minimal at the inflow and outflow aspect.